Manufacturer narrative:
11/7/97-supplemental rpt #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The device was used during a bowel resection procedure. Reportedly, the instrument was broken and difficult to open and close. The hosp has reported no pt injury occurred.